Event description:
Nurse discovered residue/rust-like particles on 0.5 ml 28gx1/2" needles mfg by (B)(4). It is unk how many pts were affected by this defect. Dates of use: (B)(6) 2013. Reason for use: insulin injection.